Event description:
Caller reported false negative urine hcg results on patient. On (B)(6)2010 - negative urine hcg test result at your doc's in. She had presented for knee x-ray and did have x-ray following negative test result. On (B)(6)2010 - patient performed home pregnancy test which was positive (brand and sensitivity unknown). On (B)(6)2010 patient had quantitative serum test which was positive as gestation of 6 weeks. Patient did not know date of last menstrual period and was on oral contraceptives. No further patient information provided. False negative results could lead to missed diagnosis of pregnancy. Although no report of death or 'serious injury,' a missed diagnosis could result in treatment contraindicated in pregnancy.

Manufacturer narrative:
Investigation pending.